Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot pdz556, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lateral incision and suture of perineum procedure on 10/11/2020; and suture was used. During the procedure, the suture pulled off the needle while sewing the muscle layer. The needle was located by ultrasound and retrieved. There were no adverse patient consequences reported. No additional information could be provided.